Manufacturer narrative:
The hakim valve (ID 823832) was returned for evaluation. Device history record (DHR) - the product code 82-3832 with lot 6056311, conformed to the specifications when released. Failure analysis -the valve was visually inspected: a tear/cut in the silicon housing along the siphon guard and up to the middle of the valve casing was noted, the siphon guard was returned separated from the valve, marks were noted in the siphon guard. The position of the cam when valve was received was 140mmh2o. The valve was hydrated. The valve was leak tested and leaked from the damaged silicone housing. The valve could not be reflux due to the damaged silicone housing. The valve passed the test for programming, occlusion, siphon guard and pressure. The root cause for the issue reported by the customer, is probably due to the damage silicone housing, csf leakage and accumulating in an unintended part of the body. The root cause for the for the cut/tear in the silicone could be due to a sharp or pointed object coming into contact with the device, as noted in the IFU silicone has a low cut/tear resistance. The root cause for the marks in the siphon guard is due to a sharp or pointed object coming into contact with the siphon guard.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823832) was implanted on (B)(6) 2023. After the procedure, the patient appeared with a subcutaneous mass. On (B)(6) 2023, the physician retrieved the valve and found the distal part of the device was cracked.